Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking from bottom of reservoir. No patient adverse events reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed, based upon review of the information provided by the customer it is a known issue with units manufactured at that time. A sample was received to perform an investigation. A visual inspection of the returned warmer found marks on the enclosure and front cover, a badly damaged tank cover and a corroded drain fitting. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed and found to be due to severe damage of the water tank cover caused by the user. To resolve the problem, the tank cover was replaced. In addition, the drain fitting was replaced, the enclosure and front cover cleaned, and preventive maintenance was performed. Further investigation indicated that a supplier corrective action report (scar) request was initiated as the covers exceeded the .020 inch requirement and was a manufacturing issue., corrected data: correction d1, d2, and d3.